Event description:
It was reported that during an unknown procedure, the device did not cut or lay staples properly and would not open. There was no pt consequence. A similar device was used to complete the case.